Manufacturer narrative:
Analysis on the suspect computer for the navigation system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the issue was intermittent. To resolve the reported issue, though not replicated, the representative replaced the computer for the navigation system. The navigation system then passed the system checkout and was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, when starting up the imaging system, the screen displayed "no sync". Restarting the monitor did not resolve the reported issue. The wire connection was found to be secure. No additional information was provided. There was no patient present when this issue was identified.